Event description:
Part of screw implant broke. Surgeon felt the portion of the screw in patient was stable and replacing the screw was not needed. No patient injury noted. Manufacturer response for orthopedic anchor and screw implant, suture anchor, biocomposite swivelock (per site reporter): event reported to senior product surveillance specialist.